Manufacturer narrative:
This report is submitted on august 11, 2021.

Event description:
Per the clinic, the patient could not receive auditory sensation with the device. The patient underwent a revision surgery on (B)(6) 2021, in order to reposition the device. The implanted device remains.